Event description:
Patient was undergoing rapid sequence intubation. Neonatal ambu bag was being used to bag patient. The ambu bag was not working, no chest rise noted as the bag could not deliver the proper ventilation; the patient was already sedated and paralyzed. The pressure relief valve was not properly secure to the bag; this resulted in the patient coding, requiring two minutes of compressions. Once pediatric size ambu bag was received and patient was intubated, patient's heart rate was increased and compressions were stopped. Neonatal ambu bag removed from patient's room and kept with supervisor. Manufacturer response for infant size ambu bag (self-inflating), (part af 3140mcp) airflow infant resuscitator with corrugated tubing (per site reporter). Manufacturer has acknowledged the affected lot. From email: after sight evaluation the defective lot # is 2109284. [Redacted]. Please send a notification to all key [redacted] personnel to have product removed from circulation. A report has been submitted by both (B)(6) to our quality teams. More information to come on credit of defective material. Please let me know if you have any questions. Kind regards, (B)(6).